Event description:
The customer reported that the system would not fully boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was found to be working as intended and put back into service.